Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, via a medwatch report, a tego was found to have ripped during patient use. The reporter stated: "it was reported via fax that while flushing cvc rubber coating on tego, ripped and was unable to be used. This caused a delay in treatment and a risk of foreign bodies in the bloodstream. There was no patient harm reported.